Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost weight and the ipg was protruding through the skin. The patient underwent surgical intervention on (B)(6)2017 wherein the ipg was repositioned and the ipg depth is increased. Some drainage was noted at the ipg site but the lab result was negative for the infection.